Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was robbed last night, and her insulin pump broke as it was thrown on the floor. It was stated that the case is cracked along the reservoir compartment and screen. It was stated that she went to the hospital after the incident, and she was treated for her high blood glucose of 387 mg/dl. Nothing further was reported.